Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl, 439 mg/dl. Customer¿s blood glucose value was 300 mg/dl. Customer treated with the insulin pump and manual bolus for high blood glucose. Customer also stated that they experienced a low blood glucose and the value was 56 mg/dl and then customer ate lunch. The device will not return for the analysis.